Manufacturer narrative:
Device was used for treatment, not diagnosis. Werle, a., tsue, t., toby, e., and girod, d. (2000). Osteocutaneous radial forearm free flap: its use without significant donor site morbidity. Otylarynology - head and neck surgery 123(6) 711-717. This report is for an unknown unknown moncortical or biocortical screws/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: werle, a., tsue, t., toby, e., and girod, d. (2000). Osteocutaneous radial forearm free flap: its use without significant donor site morbidity. Otylarynology - head and neck surgery 123(6) 711-717. This is a retrospective review of 54 patients undergoing osteocutaneous radial forearm free flap reconstruction of the head and neck. 52 underwent prophylactic plating of their donor radii. Thirty patients were male, 24 were female. Ages ranged from 16-89 years with a mean of 62 years. The following complications were reported: five plated patients experienced donor radii fractures. Four of the five fractures were at the screw site. This is report 2 of 2 for (B)(4). This report is for unknown moncortical or biocortical screws.